Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) had a crack in it after insertion so it was removed. A second zkboo was attempted however during the insertion, it seemed to tear through the wall of the cartridge. The physician then wound up inserting a zlboo iol of the same power. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Correction: the concomitant product was missing from the initial report. This report captures the available information regarding the concomitant product. Concomitant medical products: 1mtec30, lot #: unknown. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.